Event description:
It was reported that a continuflo solution set was observed with the tubing separated from the first injection site below the filter. This observation was made when the nurse removed the set from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unused sample was received out of the pouch for evaluation against the reported condition of separated tubing. Visual and functional tests were able to confirm the reported condition. Visual inspection of the tubing end showed that there is no visible solvent plow ridge or residue present. The remaining solvent bonds were pull tested with no failures noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.